Manufacturer narrative:
On 8/11/2020, it was reported to mentor that the devices are non-mentor. Therefore, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral breast asymmetry, capsular contracture baker grade IV, hypertrophic scar and rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a breast reconstruction primary with a gel unspecified mentor breast implant and experienced bilateral breast asymmetry, capsular contracture baker grade IV , hypertrophic scar and rupture. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 650cc on (B)(6) 2020. This medwatch is for the left breast implant.